Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that a leak occurred during the infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that a leak occurred during the infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
No product will be returned. However, the customer confirmed that the complaint sample was from lot 17077456. Further information provided by the customer indicates that the leakage occurred during infusion.